Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-07455. The patient received two extensions with the same lot number. It was reported the patient had to increase the amplitude in order to receive effective stimulation. It was determined all contacts had low impedances. X-rays determined the extension had pulled slightly from the header of the ipg. It was reported surgical intervention would be undertaken to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.